Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2020. H.6. Investigation: three samples were received by our quality team for evaluation. From the returned samples, a needle pierced through the catheter was observed on one sample, catheter damage was observed on one sample, and no abnormalities were observed on one sample. The investigation was able to confirm what the customer had experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 22ga 1.00in had the needle through the catheter. The following information was provided by the initial reporter: "it seems that on several occasions, the needle would have pierced the cannula after a back and forth."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 22ga 1.00in had the needle through the catheter. The following information was provided by the initial reporter: "it seems that on several occasions, the needle would have pierced the cannula after a back and forth."